Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through a photograph that was provided by the user facility depicting the midpoint between the driveline exit site and the inline connector; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. It was reported that no special dressing and/or disinfectant products were used. There was no evidence of a driveline infection and no technical issues with the device noted. The device remains in use supporting the patient and was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported during a hospital visit on (B)(6) 2017, the driveline was observed to be stiff. The stiffest part was between the driveline exit site and the modular connector. It was reported that there were no special dressing products or disinfectants applied for this patient. The patient was asymptomatic. There was no noted driveline infection and no technical issues with the device. No additional information was provided.